Event description:
It was reported that customer received multiple auto-off alarms. Reportedly, customer's blood glucose level was impacted. During troubleshooting with tandem technical support, it was confirmed that the alarms occurred after 12 hours of no interaction with the pump. Contact accessed the alerts settings and turned off the auto-off feature.

Manufacturer narrative:
The t: slim pump user guide states that the auto-off feature can be set up to 24 hours or off. In addition, the user guide indicates pump is to be used with individuals 12 years and greater; patient is (B)(6). The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.